Event description:
The customer reports during two unspecified procedures using an evis exera ii ultrasonic bronchofibervideoscope, the balloon dislodged and had to be removed from the airway. The customer reports a third procedure in which the distal end of the scope was found to be broken. No additional consequences to the patient(s) have been reported. Additional details have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the first procedure (balloon dislodged). Case with patient identifier (B)(6) reports the first procedure (balloon dislodged). Case with patient identifier (B)(6) reports the third procedure (broken distal tip).